Event description:
Pt revised to address polyethylene wear.

Manufacturer narrative:
Reported primary was 12 years ago. Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the lot code required for retrieval was unavailable. Although unavailable for eval, it would not be unreasonable to expect poly material wear after approx. 12 years of implantation. The investigation could not verify or identify any evidence of product error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or additional info that changes this conclusion be received, the investigation will be reopened.